Event description:
Caller reported that on (B)(6) 2014 at 7:37 a.m., fingerstick using inform system (B)(4) was 236 mg/dl. Patient had been exhibiting hypoglycemic symptoms. Caller thinks the patient was treated with d-50 or d-12 around 8:05 a.m. After a lab result of 22 mg/dl was called in to ICU. Not sure of the exact time of treatment. The amount of d-50 or d-12 was not provided. Caller indicated that she thought the patient was in stable condition at this time in the ICU. She was unable to return strips involved in this case as they had been used.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.